Event description:
It was reported that during a scheduled replacement procedure for an elective replacement indicator, the pulse generator went into backup vvi mode and lost ventricular output. Exposure to electrocautery was suspected. The device was explanted and replaced as scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.